Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer stated insulin pump had inaccurate basal and delivery amount was less than the pump setting which let to high blood glucose. No harm requiring medical intervention was reported. The device will not be returned for analysis.